Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was in the hospital for a gastroparesis flare up (increased nausea and vomiting). The hcp called the manufacturer representative and the manufacturer representative walked the hcp through checking the impedance and increasing the patient¿s on and off to 1 second on and 4 seconds off. No further complications were reported/anticipated.

Event description:
Additional information received reported that the patient had a ¿round of vomiting.¿ the patient had gone through security devices and asked if that could make the device go ¿wonky or reset.¿ they inquired if there was something the patient could wear over their implant like an interrogation device to protect the device. The patient¿s device was tested and checked where it was reported that the ¿it looked like it had been reset at least 3 times then turned off and scrambled.¿ the patient was at the hospital; it was turned back on and reset. The patient¿s friend/family member also stated that they were told that it would take up to 6 weeks for it to be fully functional again. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they think the patient's device was malpositioned or something and needed to get it checked. They did not think the implantable neurostimulator (ins) was working properly and need to get it interrogated. The patient got sick and was taken to the hospital and had been there many times since they started. This was their second admission that weekend. They had been admitted on friday into saturday and went back the night prior to the report. The consumer stated that when the patient was discharged from the hospital on "thursday at 8am" they were "barely blood vomiting" and had only had clear liquids. The manufacturing representative (rep) was contacted and stated that the patient showed up in the emergency room (ER) with nausea and vomiting. The patient had been in two other hospitals in the last week for the same issue. They were on a liquid diet. They were trying to find a hospital that would be able to interrogate the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the patient was seen at the emergency room (ER) on 2017(B)(6) with nausea and vomiting. The ER planned to refer the patient over to another hcp. The patient reported to the hcp that they did not believe the device was working and they were having a return of symptoms. The symptoms were noted to be sudden and the patient said it had been happening for the last year. They noted that the last time the device was off, which was previously reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp via a rep. It was reported that the patient was feeling increased nausea and vomiting and came into the hcp office thinking their battery had died. Upon interrogation, it was found that the ins was functioning okay. The on and off time was increased to 2 seconds on and 3 seconds off. On (B)(6) 2019, it was reported that the patient was in the hospital for nausea and vomiting. The hcp turned the on and off time down to 1 on and 4 off. It was noted that they were thinking about replacing the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and from a manufacturer representative. It was reported that the device was implanted 8 years ago, and though the programmer said the battery was still ok, the hcp clinically decided that the battery needed to be replaced. The battery was replaced on (B)(6)2019 with prompt improvement in symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.